Event description:
Device #1 of 2: reference MFR. Report: (B)(4). It was reported the patient underwent surgical intervention to remove and replace his leads ( off-label use) because the leads had migrated downward from their original position which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).